Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00090. It was reported the patient's experiencing an auto-reduction of programs on both leads. Reportedly, testing of one lead reveal high impedance readings on all contacts. Further reprogramming was attempted to no avail. X-rays were ordered, however surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-00090. Follow-up identified surgical intervention was undertaken during which time the leads were explanted and replaced. Reportedly, the physician opted to explant and replace the ipg with an updated model during the same procedure. The issue is resolved.